Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date of occurrence has been estimated as (B)(6) 2013. Implant date: date of implant has been estimated as (B)(6) 2008. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article titled, mid-term outcomes (up to 5 years) of percutaneous edge-to-edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience.

Event description:
This is being filed to report heart failure, recurrent mitral regurgitation, re-hospitalization, surgical and medical intervention. It was reported through a research article titled, mid-term outcomes (up to 5 years) of percutaneous edge-to-edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience, identifying mitraclip devices that may be related to patient recurrent mitral regurgitation, mitral valve replacements, left ventricle assist device implantations, heart transplant, additional mitraclip procedures, and re-hospitalization due to heart failure. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.